Event description:
It was reported that they have an extremely unwell post arrest patient who was started on targeted temperature management and have used the arctic sun gel pad on this person. They were initiated on therapy on (B)(6) at which time the patient's skin was completely intact. This patient has been on high dose vasopressors and dialysis. Unfortunately, they remain profoundly hypoxic, acidotic and sporadically hypotensive. They are very hypo-perfused and peripherally shunt down with prominent mottling. Today when removing the pads the patients skin sloughed off in multiple areas, included two photos that protect patient confidentiality, but there are more open areas than what was shown. Should not be using the arctic sun on patients who have the potential or who remain critically unwell and did not use arctic sun on any patients with mottling. If this was something you have found in the clinical setting. This person's skin was completely intact on admission and when therapy was initiated as such staff had no indication to not use the pads. This was appropriately alarming to the bedside nurses. It was unknown what medical intervention was provided. Per follow up information received via task on 14nov2025, the patient was mottled on admission. Bilaterally from toes to hips. This was prior to the pads being put on. The skin was mottled but intact. The device was alarming and not sure what the exact alarms were, but this should be on the log. The patient was washed with the standard chg sage wipes on admission. Patient back and chest were also affected. From the documentation skin was checked on night shift once, there was no indication of skin deterioration, though mottling was noted to have extended to abdomen, chest and arms. The pads were placed on intact skin on (B)(6) and checked some point on the night shift. On (B)(6) skin was not checked until pads were removed at approximately 3pm. Pads were placed on (B)(6) around 7am and removed on (B)(6) at approximately 3pm. Per note from local representative, after investigation of this with medical affairs they feel that it was not the arctic sun but rather the hospital that created this injury and have thoroughly checked the device and have determined there was nothing wrong with the device. The temperature probes but after review of the data, it was pretty clear this was not an arctic sun issue but did not know this information when reported this. Per addition to follow up 3 received on 04may2026, that they are checking the temperature probes after reviewing the case data. Having this information from the follow up, together with the alarms or alerts related to temperature sensing alarm 14 (patient temperature 1 probe out of range), 15 (unable to obtain a stable patient temperature), 115 (prolonged warm water exposure) and sudden drops in patient temperature 1 seen during analysis of the case data.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.